Event description:
Customer states that he attempted to use his meter when he was not feeling well and had pnuemonia, but obtained an error message. Customer said he was feeling hot and cold flashes, fatigued, and delirious. Customer's fiancee called 911, and the emts obtained a reading in the 500s-range mg/dl and hi (limit not provided) on their meter. Customer was taken to the hospital and admitted. Customer was treated with an IV (contents unknown) and unknown amounts of insulin. Customer was released and feels better. Requested return of suspect device and replacement was sent.